Event description:
Patient reported left side plan on having the device removed and wanted to know if we would help with regards to the doctor's fee. Healthcare professional later reported a left side capsular contracture baker grade IV and exchange from textured to smooth implants due to the patient's concerns with the product. The device has been explanted and not replaced.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2024-0011670. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation, creases and wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV, anxiety-product/procedure.